Manufacturer narrative:
Device evaluated by manufacturer? No - the injector, cartridge and lens were not returned. (B)(4). Injector not returned.

Event description:
The reporter stated a cc4204a collamer single piece lens, +23.0 diopter, was damaged by the injector during the loading process. There was no patient contact. The reporter stated the injector was bent.